Manufacturer narrative:
The device was noted in the `as-found condition. N234(air in distal) and n230(proximal air total) were found in device history. Device history downloaded and maintained. Review period 22 june 2021 to 15 july 2021. The customer¿s report that there was an alarm stoppage of the infusion is confirmed. The customer¿s report that a lower than expected dosage was delivered is not confirmed (the pump delivery is within tolerance). The complaint of device infused a lower dosage than the one set on the infusion pump was not confirmed . The complaint of air discharge was confirmed in history only. Probable cause: device infused a lower dosage than the one set on the infusion pump ¿ not confirmed as not replicated during pvt testing. Not confirmed through logs. No probable cause determined.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump that the customer reported during the infusion of parental nutrition medication the pump was reported to infuse a lower dosage than set on the infusion pump. The infusion was started at 7pm on (B)(6) 2021. The pump was programmed to infuse at a simultaneous infusion of npt and intralipid for 16 hours, set in multiphase for cycling at the beginning and at the end of the npt infusion. During the night about 4 o¿clock, the pump displayed an alarm for air discharge. The infusion should have been completed at 11:00 am on (B)(6) 2021. There was not any problem in the programming of the pump. The pump was segregated and kept at the clinical engineering. The pump shows no evidence of damage. The customer reported the event lead to a delay in therapy. The medical intervention required was described by the customer the physician did not pause the npt infusion but continued the infusion to recover approximately 200 ml of the missed infusion. There was patient involvement, however, there was no serious injury or death reported.